Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that pharmacists in the hospital received the information that micro particles were generated when opdivo, an antibody drug for cancer treatment, was infused in the catheter with silicone lubricant from the (B)(4). Medicon got inquiry from the facility that whether the issue reported from (B)(4) occur when infusing opdivo into groshong PICC or not.